Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and inadequate pain relief despite reprogramming. Fluoroscopy was done and showed that both leads had migrated. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), and batch: 7071912/5082483.